Event description:
A male patient contacted lifecor customer support to report his device alarms frequently. A lifecor sales rep visited the patient and verified all four ECG electrodes were in contact with the skin when it alarmed. A smaller garment size did not reduce the alarms. The patient's electrode belt was replaced. A review of the downloaded data showed an increase in ECG noise on all leads.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the alarms was physicial damage to both cable sections entering ECG node "b". The cable sections had been physically pulled from the strain relief crimps allowing the individual wires to move within the ECG node. When the cable sections were flexed the front-to-back and side-to-side ECG signals became corrupt with noise. The root cause of the cable damage was excessive force applied to the cable sections. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.